Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18846, 1627487-2021-18847, 1627487-2021-18848, 1627487-2021-18850. It was reported the patient was experiencing ineffective therapy and pain at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted. The patient's pain was resolved post-operatively.